Event description:
When "lap appy" being performed, it was noticed that a small piece of yellow plastic had broken off of a gia stapler load, the plastic particle was first seen in abdomen on the stapler as the surgeon was using it. After use, the plastic particle was identified as removed from the pt on the stapler product and packaging was saved and company rep was contacted. The pt is a (B)(6) y/o male with pain in rlq that started at 9 pm on day of admission. He has no n/v reported. He has some constipation or feelings that he needed to defecate, but was unable to. He has no urinary complaints. He has no personal or family history of crohn's disease or uc. He has never had this pain before. He had a CT scan showing early appendicitis without signs of rupture. His wbc is 8.4 with a left shift. He is not septic and vss.